Event description:
Customer's mother reports back to back testing on the same meter while using the compact plus system with results of: 253mg/dl and 82mg/dl, 479mg/dl and 82mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.